Event description:
The customer reported a discrepancy between the expected and displayed insulin gauge amounts, noting a difference of more than 30 units, although the issue was not currently active. There was no adverse impact to the customer's blood glucose level reported. Technical support advised the customer to call back for troubleshooting if the problem reoccurred while actively using the insulin fill estimate feature.